Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Hematoma/access site adverse event: the cause of the access site adverse event was not determined due to insufficient clinical details. Pd-anticontamination sleeve-(separation, torn): the cause of the anticontamination sleeve damage was not determined due to no product returned.

Manufacturer narrative:
Additional information received therefore b5 and h6 were updated.

Event description:
Additional information was received reporting that the patient white blood cells spiked.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. It was reported that the patient had a hematoma. Fem stop was placed and removed. Bleeding stopped. It was further reported that upon an attempted impella advancement performed by the doctor, the impella sleeve detached from ring. The advancement attempted was halted afterwards and uncovered impella catheter was cleaned with betadine. The patient remained on support until successfully explant.